Event description:
It was reported that this left ventricular (lv) lead exhibited phrenic nerve stimulation that could not be managed with reprogramming. A revision procedure was performed and this lv lead was explanted and replaced. This lead was discarded and will not be returned. No additional adverse patient effects were reported.